Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for two (2) unknown 5.0mm ti locking screws. Part and lot numbers were not provided for reporting. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hardware removal surgery on (B)(6) 2016, the 3.5mm torque screwdriver instrument and the large hexagonal screwdriver instruments became twisted and bent. The procedure was performed because the patient¿s distal femoral fracture had healed and the patient was uncomfortable with the prominent edge of the less invasive stabilization system (liss) plate. The patient was initially implanted on an unknown date in 2016 with one (1) titanium (ti) distal femur left liss plate, three (3) 5.0mm ti locking screw self drilling, two (2) 5.0mm ti locking screw self-drilling 40mm and one (1) 5.0mm ti locking screw self drilling 75mm. During the (B)(6) 2016 procedure, the surgeon attempted to remove the plate and screws. While attempting to remove two (2) of the originally implanted screws, the 3.5mm torque screwdriver instrument and the large hexagonal screwdriver instruments became twisted, bent with rounded off edges. During this procedure, two (2) unknown 5.0mm ti locking screws reportedly had stripped heads and only one (1) unknown 5.0mm ti locking screw was removed. The liss plate and remaining screws were left in the patient. A second hardware removal surgery was performed on (B)(6) 2017. This report addresses the screwdrivers and stripped screws only. Please see related complaints com-(B)(4) and com-(B)(4) which address and report additional events related to this patient. This report is for two (2) unknown 5.0mm ti locking screws. This report is 3 of 3 for com-(B)(4).